Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services connected the blade to a test monitor and waited several minutes to allow the digital converter box to fully boot. That never happened, the box led's continued to blink and no image was ever produced. The blade has already been replaced. The returned blade was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope direct - gvl, the leds lit up but there was no video signal. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.